Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted within 30 days for the device evaluation.

Event description:
During a dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. When the doctor attempted to inflate the balloon, the catheter split. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the catheter broken at the 127.6 cm location as measured from the distal tip of the catheter. No other damage was identified on the returned device and no additional testing could be performed. The device history record for the lot number said to be involved was reviewed. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.